Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported communication issue and cancellation could not be confirmed.

Event description:
During an ablation procedure, the error message "ep4 is not responding - hardware is not responding" was displayed on the touch screen. The device was power-cycled; however, it did not pass the self test and returned to the main menu on the touch screen. The procedure was cancelled and there were no adverse patient consequences. Reconnecting the cables after the procedure resolved the issue.